Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system battery chargers were providing 29vdc of current through pins 12 and 13 on the charger board. The representative replaced the charger boards on 2 february 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery chargers have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a service visit, the chargers for the imaging system were overcharging the batteries. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis on the battery charger 1 was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The battery charger 2 pcba was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. The device visual inspection notes leaking capacitors. Installed charger board in imaging system and the system charged and functioned as expected. 2d and 3d imaging were successful. No functional problem found. Leaking caps noted and not related to reported problem. The atp console was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Analysis on the suspect system control board was completed by medtronic personnel. The system control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The pcba interface control was returned to the manufacturer for analysis. Investigation confirmed reported issue. Installed interface control board in the imaging system. Observed intermittent stand alone condition due to k1 sticking on occasion. Faulty interface control board. The hardware investigation found that reported event was related to an electrical failure mode; k1 relay sticking. Additional returned parts are currently under analysis and pending results.